Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment issues and stent damage occurred. Vascular access was obtained via a contralateral approach. The 70% stenosed target lesion was located in the moderately calcified right superficial femoral artery (sfa). The lesion was treated with atherectomy and pre-dilation. A 7 x 200 x 130 innova stent was then advanced to the target lesion. After approximately 80mm of the stent was deployed, the stent deployment function locked up and the stent was unable to be deployed any further. The stent delivery system was pulled back causing the stent to pull back and stretch into the common femoral and iliac arteries. The patient was transferred to a hospital from outpatient lab for open surgery. The patient received a common femoral endarterectomy and fem-pop bypass. The stent was also removed during surgery. The surgery went well and the patient is recovering.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. A kink was noticed at the nosecone. There was no damage to the outer shaft other than the kink at the nosecone. The middle shaft had been detached along with the tip and was not returned. The stent was retrieved from inside of the patient and not returned. The handle of the device was opened up and it was discovered that the inner sheath had prolapsed/kinked which most likely contributed to the .014 guidewire being stuck in the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues and stent damage occurred. Vascular access was obtained via a contralateral approach. The 70% stenosed target lesion was located in the moderately calcified right superficial femoral artery (sfa). The lesion was treated with atherectomy and pre-dilation. A 7 x 200 x 130 innova stent was then advanced to the target lesion. After approximately 80mm of the stent was deployed, the stent deployment function locked up and the stent was unable to be deployed any further. The stent delivery system was pulled back causing the stent to pull back and stretch into the common femoral and iliac arteries. The patient was transferred to a hospital from outpatient lab for open surgery. The patient received a common femoral endarterectomy and fem-pop bypass. The stent was also removed during surgery. The surgery went well and the patient is recovering.